Event description:
Customer reportedly received the following results on the mobile system: 1) 5.3 mmol/l (0.26 pm), 25.8 mmol/l (0.28 pm), hi (greater than 33.3 mmol/l at 0.33 pm), hi (0.38 pm), hi (0.41), and 8.7 mmol/l (0.51 pm) 2) 13.2 mmol/l (1:10 pm) hi (1.13 pm), 19.0 mmol/l (1.14 pm), and 9.5 mmol/l (1.17 pm) 3) 31 mmol/l (1.28 pm), 13.5 mmol/l (1:33 pm), 14.9 mmol/l (1.37 pm), 5.7 mmol/l (1.43 pm), and hi (1.48 pm) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.